Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited episodes of noise. Programming changes were made to resolve the issue and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information indicates that the pacemaker exhibited noise oversensing upon review of the transmission